Manufacturer narrative:
The reference (B)(4) has been allocated to this event by rayner. The event description provided states that the optic was cracked following implantation into the eye. The lens was explanted and exchanged during the original surgery session without harm/injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayner rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "scratched iol (optic)/ scratched iol (during injection)/ cracked iol (optic): forcing a blocked injector, inadequate lubrification, misuse of device, optic edge trapped / damaged on closure of cartridge. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of physical damaged to lens: sharp edge instruments used during surgical procedure; incorrect use of lens injection system; surgeon misidentifying posterior capsule creasing; lens surface ablated by nd:yag operator error; cracked optic surface post injection due to dehydration of lens. The device has not been returned to rayner. Our review of production records for the rayone emv rao200e batch 113227842 showed that all manufacturing and quality checks were conducted with successful results. There is insufficient evidence and information available to establish the cause of the event.

Event description:
On 14th october 2024, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone emv rao200e. The event description provided states that the optic cracked during implantation necessitating explantation of the lens.